Event description:
It was reported that a rotor study was performed where it was determined that the rotor was 'only intermittently working.' The device was replaced on (B)(6) 2012. The drug was taken from the old pump and put into the new pump. No changes were made to the catheter. No patient symptoms were reported. Patient outcome was not provided. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4). Analysis of the pump revealed no anomaly found. The pump passed all non-destructive lab testing. Complaint against the pump was intermittent rotor movement. There were no anomalies seen in the logs. During destructive analysis the technician found slight residue in the pinion, upper and lower shaft of the rotor magnet. And also found slight residue on the jewel of the top and bottom bridge assembly where the upper and lower shafts of the rotor magnet insert. There were lubrications present on the top and bottom bridge assembly jewels. After doing destructive analysis the technician found nothing significant that may cause a motor stall.

Manufacturer narrative:
(B)(4).